Event description:
The device involved a microclave® clear connector where it was reported to be leaking vincristine at the connection site when connected to a braun extension during use on patient. A nursing staff saw chemo in the bed and at the connection site when they swabbed around it. The chemo was found on tubigrip (bandage) of PICC or on patient sheets. The tubigrip may have been in contact with patient skin. Possible chemotherapy exposure and cytotoxic aerosols. No treatment available other than clean the spill. That the spill was cleaned up per facility protocol whilst wearing ppe, soiled linen was put in cytotoxic linen bag and replaced with clean linen. Tubigrip was also disposed of into cytotoxic bin and replaced with clean tubigrip. Alcohol wipes were used to draw out excess chemotherapy from bung. That a spill kit was not used. That there was unprotected chemo exposure. There was patient involvement but no report of patient harm.

Manufacturer narrative:
The device has been requested for evaluation. However, it has not yet been received.

Manufacturer narrative:
The complaint of leakage on the 011-mc100 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 6527826 was reviewed and no non conformities were found that would have led to the reported complaint.